Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a device download was stopped and on disconnected mode. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station was in disconnected mode and download stopped. A technical support specialist (tss) found that the station was showing as offline in the remote support server (rss). The tss deployed a restart rss package, which got stuck at queued, the tss contacted the hospital information technology team to verify network configurations. Later, the station appeared online in rss. Then, the tss dialed into the station and verified that the station was not in disconnected mode and the station was uploading data to the server successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a device download was stopped and on disconnected mode. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.